Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation experienced the identified symptom of door not full latched alarm. Evaluation determined the cause to be the upper link screw missing from the link and moving freely inside of the pump. The link screws were replaced to correct this condition.

Event description:
During baxter's evaluation it was found that a spectrum pump experienced a door not fully latched alarm. There was no pt involvement.